Manufacturer narrative:
The device and an unopened set of batteries was returned to zoll medical canada. The customer's report was not replicated or confirmed. It is unknown what batteries were used with the device during the event. The device was returned to zoll medical chelmsford for further testing. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the log found no evidence of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.